Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. Additional information: uf/importer report #: (B)(4).

Event description:
It was reported by a medwatch reporting uf/importer report (B)(4) that an intravenous (IV) pump was connected to the patient and plugged into an outlet when staff saw smoke coming from the IV pump electrical cord near the hubble. There was a reported unknown serious injury requiring medical intervention as a result of the event. No additional information is available at this time.

Manufacturer narrative:
Event logs analysis: r&d engineering obtained a mednet event/alarm log report for the device covering the reported date of the incident. Engineering reviewed the log report finding: 03/05: o 22:12:47 = power on. O 22:12:47 = pump unplugged from ac (to battery). O 22:12:50 = pump raised warning: low battery alarm. O 22:14:36 = line a (cca ¿med/surg¿): programmed and started infusion of drug ¿tpn¿ with 896 ml @ 37.3 ml/hr over 24:01 hrs. 03/06: o 01:50:55 = pump raised n252 depleted battery alarm. O 01:52:41 = pump plugged into ac main. O 01:52:46 = pump unplugged from ac (to battery). O 01:52:46 = pump raised n252 depleted battery alarm. O 01:52:47 = pump raised warning: low battery alarm. O 01:52:41 = pump plugged into ac main. O 01:56:15 = line a: restarted with vtbi 761 ml @ 37.3 ml/hr over 20:25 hrs. O 04:18:03 = line a: stopped with volume infused: 223.7 ml. O 04:18:09 = line a: stopped with volume infused: 435.4 ml. O 04:20:35 = line a: restarted with vtbi 214.1 ml @ 5 ml/hr over 42:52 hrs. O 04:20:35 = line a: restarted with vtbi 672.3 ml @ 37.3 ml/hr over 18:04 hrs. O 09:49:52 = pump raised e321 battery charger timeout alarm. O 09:50:38 = power off. O 09:51:18 = power on. O 09:51:19 = pump plugged into ac main. O 09:51:30 = line a: restarted with vtbi 186.6 ml @ 5 ml/hr over 37:23 hrs. O 09:59:04 = pump unplugged from ac (to battery). O 10:00:06 = pump plugged into ac main. O 10:00:12 = pump unplugged from ac (to battery). O 10:15:33 = line a: stopped with volume infused: 464.8 ml. O 10:16:11 = line a: restarted with vtbi 184.7 ml @ 5 ml/hr over 37:00 hrs. O 12:00:26 = line a (cca ¿medsurg¿): programmed and started infusion of drug ¿tpn¿ with 385.3 ml @ 45.4 ml/hr over 08:28 hrs. O 12:37:38 = pump plugged into ac main. O 12:38:07 = pump unplugged from ac (to battery). O 14:01:47 = pump raised warning: low battery alarm. O 14:04:04 = pump raised warning: low battery alarm. O 14:19:48 = pump raises n250 door open while pumping alarm. O 14:21:16 = power off. O 14:21:25 = line a: stopped with volume infused: 485.3 ml. O 14:21:26 = power off. 03/07: o <no activity logged between 14:21 on 03/06 and 14:22 on 03/08>. 03/08: o 14:22:46 = power on. O 14:22:46 = pump unplugged from ac (to battery). O 14:22:49 = pump raised warning: low battery alarm. O 14:22:50 = power on. O 14:22:50 = pump unplugged from ac (to battery). O 14:22:53 = pump raised warning: low battery alarm. O 14:27:07 = pump plugged into ac main. O 14:27:18 = power off. O <note: from this point on, the battery alarms no longer appear for about a week> engineering finds that: the device was not actively in use on the date the incident was reported (march 07, 2022). Prior to (and briefly following) that date, there were indications of low battery and battery charger problems. Also, on the day prior to the reported incident, there were two overlapping infusions logged on line a. The infused volumes, rates, and durations are consistent with the correct operation if they were actually on separate lines (a & b) and only incorrectly logged as both on line a. No direct evidence of pump ¿sparking¿ was found in the logs. This is inconclusive as the sparking was external to the device and the event/alarm log does not generally log such external events. ¿here appear to be events not logged as indicated by repeated power on (without intervening power off); repeated ¿pump unplugged from ac¿ (without intervening indications of being plugged to ac); infusions restarted (without events showing the infusion being paused or stopped before the restart). Engineering evaluates that, while there are events that could indicate battery or other power-related deficiencies, those events are not certain indicators of electrical sparking from the power cord. Further, the pump was not in use on the reported date of the incident. The customer¿s complaint could not be confirmed from the logs. However, there are other anomalies in the logs (missing messages, infusions possibly logged on the wrong line) for which no probable cause could be determined but which call into question the suitability of the device for continued use. Engineering recommends device plum a+ triple, serial # 19616271 be removed from service for evaluation by the service center. Specific recommended testing includes: performing multiple infusions both concurrent and piggyback on lines a & b with lines stopped and restarted multiple asynchronous times (i.e. Different times for stopping & restarting between lines a & b). Confirm infusions perform correctly as programmed. Multiple times plugging and unplugging from ac, including time on battery to allow battery charge to go low. Confirm battery behavior is within design tolerance (for drain and recharge time). Conclusion: in conclusion, the device was not returned to the service hub for analysis and evaluation, and no visual inspection and functional testing were performed. Engineering evaluates that, while there are events that could indicate battery or other power-related deficiencies, those events are not certain indicators of electrical sparking from the power cord. Further, the pump was not in use on the reported date of the incident. The customer¿s complaint could not be confirmed from the logs. However, there are other anomalies in the logs (missing messages, infusions possibly logged on the wrong line) for which no probable cause could be determined but which call into question the suitability of the device for continued use.

Manufacturer narrative:
The device was reported to have been repaired onsite and will not be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional information: b5, d1, d4, d9, h1, h4, h6.

Event description:
Additional information was received from the initial reporter regarding the event. She added that the intravenous (IV) pump was connected to the patient and plugged into an outlet. Staff saw smoke coming from the IV pump electrical cord near the hubble. The device will not be returned for investigation since the repair was completed onsite. The cord was unplugged and removed from service, with no physical harm to the patient.